Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. There was no impact to the customer's blood glucose level. The customer successfully primed the tubing until air was removed to address the events.